Event description:
It was reported that a user newly connected to the ilet experienced fluctuating glucose with a hypoglycemic event, with lowest readings of 37 mg/dl on glucometer and 40 mg/dl on cgm, and periods of hyperglycemia lasting about two hours; the user had 71 units remaining in the cartridge and elected to delay a cartridge change after counseling, and consumed oral glucose in the form of two glucose tablets and approximately 12 oz of apple juice. Symptoms included low blood glucose without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral carbohydrates, no professional medical intervention, and return of glucose to 85 mg/dl. Investigation included a review of the reported event, device use, and troubleshooting and education with the user. Investigation of this case revealed no device alarms or alerts and that the ilet was early in its learning period. It was concluded that the cause of the hypoglycemia was unclear and that the device appeared to function as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.